Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient developed a hematoma following an implant procedure. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the location of patients hematoma was in her leg. The physician believed that the patient had a high blood pressure.

Event description:
A report was received that the patient developed a hematoma following an implant procedure. The patient underwent an explant procedure and was doing well postoperatively.